Event description:
It was reported that during an atrial fibrillation (afib) procedure, after connecting the map catheter an error 105 occurred. It was resolved by changing the catheter, but all patches on the location setup appeared striped. They rebooted the patient interface unit (piu) several times. After the fifth time, error 9 occurred after initialization. This happened also after disconnection of all catheters, patch unit, location pad and reboot of the piu. The procedure was then done without the carto 3 system. Upon request, the bwi field representative provided additional information on the event. There was no patient consequence. At the beginning, the procedure was cancelled. Since the additional information stated that the procedure was cancelled, clarification was requested. On (B)(4) 2013 additional information was provided on the case cancellation. It was stated that the patient will need to be rescheduled to have the atrial fibrillation procedure. The physician did not think there was any potential risk to the patient due to this malfunction. Nor did the physician consider cancelling the procedure caused a potential risk to the patient. The patient was under local anesthesia. The procedure was being performed in the left atrium. The transseptal puncture was performed prior to the case cancellation. The case cancelation was only because of the product issue. The patient did not require extended hospitalization because of the procedure cancellation. The transseptal puncture being performed prior to case cancellation is indicative of a reportable event thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, after connecting the map catheter an error 105 occurred. It was resolved by changing the catheter, but all patches on the location setup appeared striped. They rebooted the patient interface unit (piu) several times. After the fifth time, error 9 occurred after initialization. This happened also after disconnection of all catheters, patch unit, location pad and reboot of the piu. The procedure was then done without the carto 3 system. Upon request, additional information was provided on the event. The procedure was cancelled. A transseptal puncture was performed. The patient will need to be rescheduled to have the atrial fibrillation procedure. The system was replaced with another one and it was sent to the haifa technology center (htc) for further investigation and repair. Htc confirmed the problem and found that the defective locrx card caused the problem. Fpga of the card was re-programmed and as a result, the problem was resolved. The device history record (DHR) review was performed. No anomalies were noted in manufacturing.